Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the possible water damage had occurred. A field service engineer removed the all-in-one unit on the station to evaluate for any signs of water damage, as the customer had reported a water spill on the station. All drawers, including the electronics drawers, were thoroughly checked, and no water was found in those areas. Diagnostics were run on the station to test all its functions, and no issues were detected. As part of the testing process, the monitor, bio ID, and system power were verified through the diagnostic application. Drawer functionality was also confirmed. It appeared that the water may have only splashed on the surface of the station, with no delays or damage observed. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es possible water damage had occurred. There were no adverse events or injuries reported based on this event.